Event description:
Boston scientific received information that this lead was removed from service due ot an unspecified product performance issue. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and will not be returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. This product issue will be updated if additional information is received.

Manufacturer narrative:
Additional information was received confirming this lead was removed from service due to impedance measurements greater than 2000 ohms.